Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was returned approximately two years later.upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual inspection confirmed dry blood and body fluids were observed in the lead lumen. No visual anomalies were fund with the lead that would cause a dislodgement to occur; therefore, analysis was unable to confirm the reported observations of the lead dislodgement.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. It was explanted and a non-boston scientific lead was successfully implanted. No adverse patient effects were reported.

Event description:
--